Event description:
It was reported via phone call that the insulin pump had an error alarm during the manual prime.

Manufacturer narrative:
The insulin pump alarmed a33 during displacement test due to high idle current draw. Unable to perform basic occlusion, occlusion, prime/a33 the excessive no delivery test due to a33 alarm. The insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.